Event description:
It was reported that a patient underwent an episiotomy repair on (B)(6) 2014 and suture was used. During repair of a vulva laceration of the perineum during normal labor, a needle broke at the tip and a fragment remained in the patient's body. Because the patient was experiencing too much bleeding, the wound was shut without searching for the needle tip. X-rays were taken to locate the needle piece the next day, and the patient was transported to a different hospital to undergo removal of the needle tip. The patient recovered well and was discharged from the hospital. Additional information has been requested.

Manufacturer narrative:
The procedure was an episiotomy repair after birth of a child. The current condition of the patient was reported as stable.

Manufacturer narrative:
It was reported that the needle broke at the swage. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.